Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did reset. The customer reported that they received battery out limit alarm, bad battery alarm and no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not alarming at the time of call. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that the no delivery alarm was due to running out of insulin. Troubleshooting did not occur for the no delivery alarm. The insulin pump will not be returned for analysis.